Event description:
Caller reports that during a comparison study the following coaguchek xs/laboratory results were obtained: 4.5 inr/6.9 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.